Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted on (B)(6) 2016. It was reported that the patient was admitted due to an intra-cranial hemorrhage (ich) stroke. A CT scan was performed and showed an acute ich with interval increase in size of hemorrhage. The patient was on no anti-coagulants at the time of the event. The patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacture investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.